Event description:
It was reported that the patient had an inappropriate shock. This shock was due to the oversensing of noise. The sensing vector was set to the alternate vector. The electrograms for the shock had a wandering baseline. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.